Event description:
Procedure type: breast reconstruction. According to the reporter: the power to the handle stopped and a strange loud sound was heard, then suddenly the tip of the hook probe broke off. The tip fell down into the pt cavity but was retrieved from the pt. There was no extension of surgery time by more than 30 minutes, no blood loss of more than 250cc, no extension of the incision of more than 1 inch and no unanticipated or irreversible damage to the vascular tissue.

Manufacturer narrative:
(B)(4).